Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown, product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller was stating that the controller was not taking a charge and getting message of unable to charge the device. Caller stated there was only a green light on the wall outlet but nothing on the controller itself which doesn't match what should be happening. Caller asked for a representative, as they were trying to activate MRI mode for MRI today. No further information or troubleshooting completed. Patient called back and stated they probably had a stroke on friday and are now in the hospital. Patient stated they need an MRI, but they cannot get the controller to go into MRI mode. Patient unlocked the controller and saw no device found. Agent had patient connect the recharger and attempt to recharge. Patient commented that their implant is in their hip, and it's getting harder to find because it's "sunken" in. Patient confirmed they were recharging with excellent quality, and the controller battery level was 100% and the implant was in the red. Agent reviewed MRI mode and recharging information. Agent reviewed the equipment was working as intended. No symptoms were reported.